Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead implant procedure at the l1-l2 position, lead underwent resistance issue due to the patient having epidural fibrosis. Physician attempted to place the lead at the t12-l1 position however was unsuccessful. Physician opted to abort the procedure. There were no additional complications during the procedure. Patient was stable.